Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx applier and endoanchors were used in the endovascular treatment of the patient. It was reported that during the index procedure when the physician was loading an endoanchor from, the cassette one of the endoanchors was missing from the cassette. The physician loaded another endoanchor successfully and a total of 6 endoanchors were implanted and 1 anchor was loaded into the applier. Per the physician, the cause of the event is unknown but it appeared one endoanchor was missing from the cassette. It is noted that the rest of the endoanchors were easily loaded to the applier but one of the endoanchor could not be loaded to the applier after 3 attempts by the physician. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the cassette returned with nine (9) portholes opened and one with the foil intact. There was no damage to the cassette and no evidence of a loose endoanchor inside the cassette. The cassette was opened; one endoanchor was observed on the funnel of the unopened porthole. The endoanchor had disengaged from the silicone possibly due to opening of the cassette. Ten (10) indentation marks were visible in the silicone base indicating the endoanchors were driven into the silicone during loading. Image evaluation summary: one photo of a cassette with eight opened portholes opened and one porthole highlighted was returned received from the account. The cause of the event could not be determined from the photo. If information is provided in the future, a supplemental report will be issued.